Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when closing drawer 2.1 it was shorting out the machine. The field service engineer reseated cables to resolve the issue. Customer tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, closing the drawer resulted in a shorting out that caused the machine to immediately shut down and reboot. However, there were no delays or adverse events or injuries reported based on this event.